Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a (B)(6) patient had a skin irritation under the front therapy electrode. The patient went to a dermatologist who provided the patient with a cortisone cream and stated that the irritation was likely an allergic reaction. The patient reported that the skin irritation had not improved. The final medical outcome of the irritation is unknown.